Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a spinal device used in minimal access spine technology(mast). It was reported that the distal part of the atr does not hold the position and the device was already used, not delivered as defective one. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E: facility details are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.